Manufacturer narrative:
Patient identifier, patient age and patient sex now provided. A medtronic representative, following up with the site, reported that there was a 3-5 minute delay to the procedure. The medtronic representative also reported that the driver tip was removed and was not stuck in the patient or screw. Medtronic investigation of returned suspect screwdriver finds that as reported, the tip of the screwdriver was broken off. Visual investigation also found impact marks at the back end of the screwdriver. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site. Return requested for suspect solera screwdriver. No parts have been received by manufacturer for analysis. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's screwdriver tip was broken during use. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.